Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 200-02-32 - three peg patella 32mm sn: (B)(6). 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t sn: (B)(6). 02-012-47-4009 - logic cr tib insert std, sz 4, 9mm sn: (B)(6).

Event description:
As reported, approximately 10 years post op initial right tka, this 65 y/o female patient was revised due to loosening. Patient retuned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a complete knee revision to a competitors device. Longer surgery and a complete revision was necessary due to loose primary exactech implants. Devices are not returning - the implants were sent to the lab and legal at the hospital. Unable to obtain x-rays. Images attached.

Manufacturer narrative:
The reason for the revision reported may be the result of the reported pain, swelling, and instability; these may have been caused by prosthesis wear, implant loosening, or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component and the tibial tray to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. The malalignment may have contributed to the loosening, or the loosening may have caused the malalignment, however, the sequence of events cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.